Event description:
It was reported that during a cardiac catheterization procedure, hydrophilic coating dislodgement and migration occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in an unspecified vessel. The zipwire hydrophilic guide wire was in place and while inserting a bsc 6 fr diagnostic pigtail catheter, a portion of the hydrophilic coating came off the guide wire and migrated downstream. The dislodged coating was confirmed under fluoroscopy and no attempt to retrieve the coating was made. The procedure was completed with this device. There were no patient complications reported and the patient status is listed as 'fine'.

Event description:
It was reported that during a cardiac catheterization procedure, hydrophilic coating dislodgement and migration occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in an unspecified vessel. The zipwire hydrophilic guide wire was in place and while inserting a bsc 6 fr diagnostic pigtail catheter, a portion of the hydrophilic coating came off the guide wire and migrated downstream. The dislodged coating was confirmed under fluoroscopy and no attempt to retrieve the coating was made. The procedure was completed with this device. There were no patient complications reported and the patient status is listed as 'fine'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the return product consisted of a coiled and used hydro gw std an 150-035 device, loosed and replaced in the labeled mylar tyvek packaging pouch. Microscopic and visual analysis revealed the device overall length met specifications. With the exception of a 3.85cm long region of exposed core wire located 31.80 to 35.65cm from the distal tip, the specimen appears visually and tactilely smooth and consistent when examined, unaided and dry. Microscopic analysis revealed the device does present slight indications of wear and abrasion over the length of the specimen and the region of exposed core wire presents indications that the radio-opaque polymer jacket material was skived off the specimen wire. After hydration, the specimen coating appears to be smooth and consistent over the length of the specimen examined, unaided. The specimen presents no other indications of damage or inconsistencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).